Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant products 5068 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead measured high threshold. The lead remains in use. No patient complications have been reported as a result of this event.